Event description:
See section d, model no, serial no and UDI# updated. Section h, number 6 for updated health effect impact code.

Event description:
The patient underwent revision surgery due to high impedance.

Event description:
See section h, number 6 for investigation updates.